Event description:
A falsely elevated troponin I result of 0.98 ng/ml was obtained on a pt sample. The result was reported to the physician. A sequential sample was tested and a result of <0.01 ng/ml was obtained. The original sample was retested and a result of <0.01 ng/ml was obtained. The pt was admitted to the hospital and treated with heparin. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was slipping of the hm wash pump due to lack of customer maintenance.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was slipping of the hm wash pump due to lack of customer maintenance. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.